Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon the investigation of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon the investigation of the returned sample. One used 6f angio-seal vip was returned for product evaluation. The hemostasis sheath was returned along with the carrier tube assembly for analysis. No other components were returned. Upon visual analysis, blood-like substance was found on the all the components. The carrier tube assembly was found to be mated with hemostasis sheath and the deployment sleeve was in full rear lock position with color bands exposed. No outward damage was noted on the hemostasis sheath/carrier tube assembly. The suture was released and appeared to be cut below the clear shrink marker. The overall condition of the device was consistent with the full deployment. The complaint cannot be confirmed for the reported issue since the device was consistent with full deployment. Based on the available information, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the angio-seal that when the doctor went to detach the plug, and the piece that the plug is attached to came apart from the other piece, so he aborted the closure. The procedure being performed was a y90 mapping for (B)(6). A 5fr procedural sheath was used in the right groin. Additional information was received on (B)(6) 2021. Hemostasis achieved by manual pressure. Additional information was received on (B)(6) 2021. Arterial access was normal, and no difficulties were recalled. A pre-deployment angiogram was taken at the access site. Ultrasound was used to gain access. The patient condition was stable. The estimated (B)(6) loss was less than 250cc.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - prn tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.